Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, it was reported by a facility representative via (B)(4) that an ar-8850ds nanoscopic release system picture was going in and out when connected. This was discovered during a case with no patient harm.